Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the complaint wjr114 optiflow junior interface. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in washington reported via a fisher and paykel (f&p) healthcare field representative that the wigglepads of the wjr114 optiflow junior interface were coming apart. There was no reported patient consequence.